Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6); that during the surgery on (B)(6) 2013 during the removal of a broken locking distal screw of left humeral nail, the multi fragmentary breakage of the spare reamer tube. It was reported long surgical time to remove the metallic fragment in the soft parts and shear bone left humeral, immobilization by orthopedic vest. No part stayed in the patient. It was further reported that the unlocking nail put in place; the insertion of the prosthesis is cancelled, waiting for bone healing. Delay of surgery more than 15 minutes. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument. The device was received and is currently in the evaluation process. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the additional evaluation are as follows: the performed investigation could not detect any material faults. The present reamer tube broke according to a ductile forced fracture mechanism during an instantaneous overloading. It can be assumed that the instrument broke due to an overload by torsional forces of different strength. It can be furthermore assumed that the assumed that the instrument broke under not indented load conditions, probably caused by the contact with the implant or an instrument during drilling. Contact name changed to (B)(6).